Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 530 mg/dl and diabetic ketoacidosis. Cause of bg level was not known. Customer went to the emergency room with moderate ketones and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged 4 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.